Manufacturer narrative:
Analysis found faulty motor cable assembly. The hand piece motor was stalling (error code 15). Temperature test was not performed because the motor was completely dead. The motor cable assembly was replaced together with all corroded, rusted and damaged parts. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the hand piece was showing error code number 15, getting hot & sticking prior to use. The device got hot within a minute. There was no patient involvement.